Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted in patient.

Event description:
It was reported that a t2 humeral nail, that had been inserted on (B)(6) 2022, was found to be broken on (B)(6) 2022. The patient had a tumor, and the meta-area extended to the fracture, so the humeral was supported only by the nail, which may have caused the fracture. Post-treatment was strictly supervised, but it is believed that the fracture was most likely caused when the patient turned over in their sleep.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned, and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event, however based on the provided information and communication log the patient is suffering from a bone tumor and breakage happened when the patient turned over, so, the most probable cause for the event is patient related. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a t2 humeral nail, that had been inserted on 13-may-2022, was found to be broken on 20-jul-2022. The patient had a tumor, and the meta-area extended to the fracture, so the humeral was supported only by the nail, which may have caused the fracture. Post-treatment was strictly supervised, but it is believed that the fracture was most likely caused when the patient turned over in their sleep.